Event description:
It was reported by service report that the scales would not weight accurately. The bed had the wrong footboard with the standard bed exit on it where it should be the zone control bed exit. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: load cell, footboard.